Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: baxter received one used set with cap on the uv spike connector. Visual inspection did not reveal any issues with the product. Leak test, clear passage test and clamp function test were performed with no issues noted. Integrity of seal surface test (torque and leak test) was performed and was within specification. Uv spike outside diameter measurement was within specification. The reported issue was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported a connection issue between the uv flash transfer set and the titanium adapter. The customer noted a gap in the connection, though they stated the titanium adapter worked correctly and is still in use currently. There was no patient injury or medical intervention was reported. There was patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: should additional relevant information become available, a supplemental report will be submitted.